Manufacturer narrative:
Corrected information was provided in d1 (brand name). Upon review, the brand name has been updated. Corrected information was provided in d3 (manufacturer fax) and g2 (is report source health professional). Upon review, it was identified that these were inadvertently omitted from the initial report. Updated h3 to ¿yes¿ as the device was received and evaluated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the ¿system self check failure¿ was due to a power management circuit board component failure.

Manufacturer narrative:
H6 medical device problem code has been corrected from a1102 to a1104.

Event description:
It was reported that during a prep when powering on the automated impella controller (aic), a system check failure alert was present. The buttons on the bottom of the console were checked and the appropriate button was on. The console was unplugged and swapped out. No patient was involved or was harmed due to the issue.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a [supplemental/final] report will be filed.